Event description:
It was reported that the lead was too short to be used with the delivery system. Unable to access the coronary sinus. The lead was not used. It was also reported that the catheter tore in half during slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid present (not obstructed). (B)(4) catheter analysis found catheter separation, kinked, and damaged at implant. The catheter was slit spirally (technique issue), and appears to have snagged at 34cm (from hub) and separated the catheter. Catheter showed signs of stress cracks and tool marks at 34cm.